Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate result of "175 mg/dl as compared to another meter's result (ultra2) of "132 mg/dl" performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Products were replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 (07/03/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips have passed all testing with no faults found. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject test strips have been returned for investigation, however, testing has not yet begun.

Manufacturer narrative:
Follow-up # 2 ¿ (10/01/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/30/2013 and 9/24/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.